Event description:
Litigation papers alleged: physical pain and suffering, mental pain and suffering, emotional distress, a loss of enjoyment of life, inconvenience, medical bills, pharmaceutical bills, and other injuries. She also had excessive levels of chromium and cobalt in her blood.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers alleged: physical pain and suffering, mental pain and suffering, emotional distress, a loss of enjoyment of life, inconvenience, medical bills, pharmaceutical bills, and other injuries. She also had excessive levels of chromium and cobalt in her blood. ***update: the hospital has notified depuy of the revision surgery. Patient was revised on (B)(6) 2012. Reasons for revision were not provided.